Manufacturer narrative:
Correction: describe event or problem. Additional information: report source other, related report number grid, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an channel disconnect alarm was not determined because no products or device logs were returned.

Event description:
A copy of the medwatch report from FDA was received as well as maude event, which states, ¿pump (identifiers redacted) had gotten the disconnect alarm earlier in the day, but a nurse had reprogrammed the device and no longer got the alarm. Later in the day, the alarm came back while a patient was on the device. The patient was not harmed in any way." Although requested, the customer decline to provide additional information.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿ pump (identifiers redacted) had gotten the disconnect alarm earlier in the day, but a nurse had reprogrammed the device and no longer got the alarm. Later in the day, the alarm came back while a patient was on the device. The patient was not harmed in any way." Although requested, the customer decline to provide additional information.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.